Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right total knee arthroplasty where a tibial fracture was addressed on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to nonunion of the tibia bone; however, no revision procedure has been reported to date.